Event description:
Patient reporting ms3 back-up pump has de-programmed itself, advised to always leave triple aaa batteries in both pumps at all times to keep internal battery charged and to prevent this issue, pt v/u. Sn is (B)(4), exp date 04/25/2018. Will ship out new pump and return box as well. No a/e experienced during this malfunction. Pt has 1 well functioning pump on hand. This one was the back up pump. No other information provided. Dose or amount: 57 nkm. Frequency: continuous. Route: IV. Dates of use: (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah.